Event description:
It was reported that particulate matter (pm) was observed in eight (8) exactamix vented micro-volume inlets. The pm was further described as, ¿black specks and fibers within the tubing and or packaging¿. This was discovered upon opening the boxes. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter phone no: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.